Event description:
The complaint was reported as: complaint alleges: the green funnel separated from the catheter. No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.